Manufacturer narrative:
Correction to section h5 510k number. Additional codes added to section h6 device codes and evaluation code conclusion. H3: device evaluation summary: service personnel (sp) inspected the ventilator and found the display went blank with no evidence of thermal damage or smell of smoke. To solve this issue, sp replaced the gui cpu (central processing unit) with customer purchased one and downloaded the software onto it. During calibrations, it failed the exhalation valve calibration and replaced the exhalation valve to solve this issue. Sp could not find any problem with the motherboard. The ventilator passed all tests and calibrations. It is in working condition and has been returned to the customer. One exhalation valve was returned to medtronic for further analysis. A visual inspection of the returned component shows no anomalies. The valve was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The valve tested satisfactorily. The likely cause of the event was isolated in the field to a potential fault in component gui cpu pcb. The event is included in data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found the display blank with no smell of smoke. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se also found the unit to not pass exhalation valve calibration. The se replaced the exhalation valve. The unit passed testing and operated within the manufacturing specifications. It was reported by the se that the exhalation valve on this ventilator was reported to have needed replacement as it was previously used on an out of service ventilator and was placed on this ventilator. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, there was smoke from the 840 ventilator. It was also noted that the graphical use interface (gui) board went out and the motherboard and exhalation valve needed replacement. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.